Event description:
New information notes that the suggested programming changes made did not resolve the oversensing issue. Lead noise was suspected. Noise was reproducible with isometrics. Further programming changes were made. Patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential inhibition was observed. Reprogramming was recommended. No further information is available.

Event description:
New information notes that the previous programming changes didn't resolve the oversensing issue. Lead revision was recommended. Physician elected to reprogram the device during patient's next in-clinic visit. Patient's condition was fine.

Event description:
Additional information received indicated that the device was reprogrammed. Due to the state of the patient, the physician elected not to do any invasive testing or changing of the lead.